Event description:
Evd tubing/transducer became disconnected from drainage chamber. At the time of the unwitnessed disconnection evd was clamped due to pt. Upon finding, md was notified, tubing remained clamped. Awaiting for new bedside evd placement. Patient had intraventricular hemorrhage and had external ventricular drain (evd) placed. The patient was ambulating with pt so the tubing was clamped. The luer lock that is next to the transponder and connects to drain tubing is turned to the right for closure, but when hit it pops open and is no longer closed. This occurred when the patient was ambulating and the tubing disconnected. FDA safety report ID #: (B)(4).